Manufacturer narrative:
In response to FDA report number: mw5090882. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported, via regulatory agency, "breast implant ruptured, leaving deformation." Device status is unknown. This record is for an unknown side.